Event description:
It was reported that during a cesarean section procedure, after working properly, the device started having trouble advancing staples. Resistance was encountered and the staples did not form correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (Device a): damaged anvil former. Device (a) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. Device (b) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 23 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.